Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass procedure, after loading during activation, the loader was blocked. The surgeon tried to fire the device but there was an issue with firing, it could not staple. The surgeon changed the loader to resolve the issue in order to complete the case. There was no patient injury.